Manufacturer narrative:
Event date (B)(6) 2018. Report date 25sep2018. The customer was provided with a battery replacement. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
The customer reported that the ventilator had a battery failure during boot up. The ventilator was not in use on a patient at the time of the event. The event date was not specified; estimate used.